Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was around 300-400 mg/dl at the time of the incident. Customer state he has been unable to contact us due to the hurricane. Customer states it has been 2 days and he had 2 catheters that didn't work. Customer went to change set because his blood glucose kept going up usually have set in left buttocks and had to change it to my thigh because my blood glucose were getting high. Customer state he laid down and woke up with the pump alarming that the reservoir was empty and blood glucose went up to 300 mg/dl and throughout the day stayed around 300-400 mg/dl. Customer decline troubleshoot for high blood glucose. Customer changed set. The insulin pump will not be returned for analysis.